Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2017: pfs and medical records received. Pfs alleges metallosis, difficulty in movement or restricted rom, fluid in legs and ankles, and the need for an assistive device for ambulation. After review of the medical records for MDR reportability, it was stated that the patient was experiencing pain, metallosis, abundant black staining of the surrounding tissue, necrotic tissue, tissue fibrosis, and fluid collection around the joint. It was also stated that there was no erosion of the trunnion. Serum chromium is 14.5 and serum cobalt is 33.8. Some medical notes were unreadable. This complaint was updated on (B)(6) 2017.